Event description:
Upon migration of medications to new ehr (eclinical works to epic), a patient had amlodipine/benazepril that was transferred over as amlodipine/atorvastatin. Patient was already on atorvastatin separately and ended up having a medication duplication within their chart. This was caught upon medication reconciliation. Education of staff to verify medication names and combination products were correct before implementation; changes to layout to show full name of medications for verification. Communication, poor / lacking (nonspecific) generic names look alike generic names look alike communication, poor / lacking (nonspecific). Special code: health info technology health info technology. Severity: error occurred; medication did not reach pt. (B)(6). Submission ID: (B)(4).

Event description:
Additional information received for mw5104512 on 1/14/2022: manufacturer unknown.